Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that system was not booting up. According to the additional information collected, the system was in clinical use. Fse confirmed that it is image disk and hard disk cable problem. So, the fse replaced the image dick and hard disk cable . After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system could not start. The device was not in clinical use. The philips service engineer checked and found the image disk data cable is defect needed to be replaced. The cable set was replaced, related calibration performed, and the device returned to full functionality. Philips has started an investigation of the complaint.